Event description:
On (B)(6)2025, the user went to the ER due to sustained hyperglycemia, with bg levels over 250 mg/dl. They were hospitalized for six hours and treated with an insulin drip before being released the same day. The user reconnected to the ilet device after the event.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.